Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown) suffering from a gunshot wound, but the device screen displayed a "lead off" error message. The medic checked all connections, but all appeared securely attached and the device continued to display the same error message. The medics were able to obtain another device to successfully monitor the pt . The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.